Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to the indication on connecting tube has a disappeared area (1mm2 or more), the evaluation findings are as follows: the bending section cover had a cut, the adhesive on the bending section cover had a chip, the bending tube had a dent, and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were air/water leakage issues while using the tracheal intubation fiberscope. There was no patient harm associated with the event. The device was returned and evaluated, and the indication on connecting tube has a disappeared area (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed insertion tube coating peeling off (greater than or equal to 1 x 1 mm2) could not be determined, however, this issue is likely the result of stress due to repetitive use, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope. ". ¿inspection of the endoscope¿ ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)¿. Olympus will continue to monitor field performance for this device.